Event description:
It was reported that there was a reaction to chlorhexidine . Verbatim: past history of adverse reactions to penicillin v & aspirin anaphylactic reaction to drug.

Manufacturer narrative:
No additional information was provided by the mhra UK. (B)(6) did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text : see narrative below.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was a reaction to chlorhexidine. Verbatim: past history of adverse reactions to penicillin v & aspirin anaphylactic reaction to drug.